Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter displays an unknown error message and the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.

Manufacturer narrative:
Follow up # 1 ((B)(6) 2011) device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis on with the following findings: on (B)(6) 2011 the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall below the labeled range. A secondary issue was also noted, the test strips were found to be contaminated. On (B)(6) 2011, the meter was tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.